Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: cat#: 5516f302; triathlon p/a ps beaded #3r; lot#: ncn4r. Cat#: 5536b300; tritanium bplate triathlon s3; lot#: ctd55092. Cat#: 5552-l-350; tritanium patella-asymmetric; lot#: pee01. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Pt. Reported; in regard to a recall that you currently have and I just recently found out I've been having a lot of issues with my knee I had double knee replacement but the number that's on my knee that I'm looking at the surgical paperwork is log: 423-8566. Additional info. 7/29/2025: pt stated they have been experiencing pain & swelling since they had their right knee procedure on (B)(6) 2021 which has made it difficult to walk.